Event description:
This is 1 of 2 reports (different patients, same failure). Linked to mfg report number: 3013886523-2024-00183. A facility reported a microsensor (ID 826851) was placed on an unknown date. The sensor functioned correctly for 48 hours in the pediatric intensive care unit (picu) before it stopped working. "Sensor or cable extension failure" message without an error code was displayed on the screen. They rebooted the monitor and changed the cables, monitor and patient lead but still got the error. Due to the error, the sensor was removed and was not replaced. The patient experienced no signs or symptoms. No problem has been identified with the cable. As per the statement, it was the second time that it occurred to two different patients in the picu. There is no information available in the second sensor reported. The sensor was used with cerelink monitor and cerelink cable. According to information provided, the patient current status remains unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID 826851) was returned for evaluation. Device history record (DHR): the product code 826851 with lot 7261771 sn (B)(6), conformed to the specifications when released to stock. Failure analysis: the complaint was confirmed. The received catheter was wrapped in gauge and taped up. Epoxy ball at distal tip has pin hole and wires are discolored/corrosion. Icp express read 482, cerelink monitor was acceptable. The device failed 7-day drift test: off scale after 5 days. Root cause analysis: the root cause of the reported issue could be due to use related. The suspected fluid ingress caused the corrosion which attributed to the test failure.

Event description:
N/a.